Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
The unit was turned off and on by the customer and the issue was resolved. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).